Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting call service 052 alarms that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: a review of the black box showed several consecutive call service 052 alarms on (B)(6) 2015. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no errors, alarms, or warnings occurring. The pump cover was opened and there were no defects found to the power circuit or to the cgm module. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.